Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported difficulty locking a connector into a new cartridge during a supply change. The user attempted multiple connectors without success and required assistance from their spouse to complete the connection. Insulin delivery resumed successfully after the supply change. No ems or hospitalization was required.